Manufacturer narrative:
Device passed displacement test. Device received with broken off piece at the battery tube threads. No damage at the reservoir tube lip noted per visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. The customer's blood glucose level was unknown. The customer stated that reservoir was unable to lock in place. The customer also reported that battery cap was damaged. The insulin pump will be returned for the analysis.